Event description:
It was reported that a new analyzer was put in but there was a still a problem with the programmer analyzer interface. It was also reported there was no capture on the ventricular capture. The programmer was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis was unable to confirm the initial report, no anomalies were found. (B)(4): analysis was unable to confirm the initial report, no anomalies were found.